Manufacturer narrative:
The inspection and evaluation of the returned 5f single lumen pasv PICC revealed a 0.045" fracture on the catheter just distal to the suture wing junction. This hole was located on the portion of the catheter which enters the suture wing injection mold. The injection molding process is used to mold the suture wing junction of the pasv PICC out of carbothane resin to the catheter and extension tubes. This customer complaint may be a result of the injection molding defect called "mold pinch"; however, this cannot be confirmed. Mold pinch occurs during the clamping cycle of the molding machine if the catheter is not properly loaded in the book frame before the mold is closed. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures. The boston scientific quality and manufacturing engineering departments have been notified of this incident through the complaint review process. Boston scientific corporation will continue to monitor for trends and future complaints of this nature for this product.